Event description:
A pt with this implantable cardioverter defibrillator (ICD) died while in guam. The pt's family requested information on finding a local physician to interrogate the device. There is no allegation against the device.